Event description:
The customer reported that their precision xtra meter was not calibrated correctly and as a result the customer experienced lightheadedness, blurred vision and lost consciousness. The customer reported taking their normal diabetes medication. The customer went to their doctor and the doctor ordered unk tests. There was no diagnosis of hypoglycemia or hyperglycemia reported. In addition, there was no treatment by the doctor reported related to diabetes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a training issue; therefore, does not involve a product malfunction and no product investigation is necessary. The customer needed training on how to calibrate their meter.